Manufacturer narrative:
The returned device was patent; however, it did not meet the requirements for leak testing due to the drainage bag luer adaptor being broken off. It is unknown how or when the damage occurred. The instructions for use that accompany the device state that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, or a disinfectant containing alcohol allow to air dry completely prior to connecting the system.¿ it is also cautioned that ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur¿. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
The device has not been returned. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was recovering from pneumococcal meningoencephalitis and ventriculitis, with encephalocele protruding through his cribiform plate and resulting in hydrocephalus. According to the report, the patient underwent placement of left frontal external ventricular drain (evd) on (B)(6)2014. Reportedly, on (B)(6) 2015, during a bag change, there was a break near the attachment between the device and the bag. The report stated that the patient is currently stable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.